Manufacturer narrative:
One trapliner 7f catheter was returned for evaluation. A manufacturing record review was unable to be completed as the lot number is unknown. The catheter pushrod and distal shaft were separated at the hypotube ribbon weld. The IFU precautions, "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage."

Event description:
The trapliner broke inside the guide catheter mid-procedure. Physician removed the guide catheter and both parts of the trapliner came out inside the guide catheter without issue. They were finished with the trapliner at that point so another one was not needed to finish the case.